Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involved" (no patient involvement). Product problem(s): "computer not in sync with laser" (communication or transmission issue). A technician reports the computer was not in sync with the laser. There was no patient involved.